Event description:
It was reported that a user experienced hyperglycemia after dinner while using the ilet for the third day, with concern for insulin delivery following a same-day supply change; glucose rose to 260 mg/dl, then began to flatten, and the agent advised that this pattern was consistent with postprandial response during early use. Symptoms included elevated blood glucose without reported acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included product technical support review and user education on expected system behavior during early adoption and meal-related glucose excursions. Investigation of this case revealed no device alarms and evidence of insulin delivery as indicated by glucose trend flattening, with the event assessed as hyperglycemia of unclear cause, likely related to a meal. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.